Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H.11. Additional narrative: device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed, and it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to component failure from wear.

Event description:
It was reported that during service and evaluation, it was determined that the chuck with key device had seized mechanics, moving parts did not move smoothly-chuck, was frozen/would not move and seized mechanics. It was further determined that the device failed pretest for general condition, marking & labeling, check drill chuck with key, check pins length of handpiece coupling, check for mechanical free movement and check general function in running mode. It was noted that the device had housing scratches, toe curl, markings faded, color label peeled off, drill chuck catches when opening and closing and does not connect properly. It was noted in the service order that the device did not work along with a battery handpiece device. This event did not occur during surgery. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.